Manufacturer narrative:
The lot was manufactured between april 18, 2020 - april 21, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked. The device was filled with 35ml sodium chloride and 40ml nivolumab. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.